Manufacturer narrative:
Other, other text: b5: additional information received via (email) on 21 june 2021 no, the patient was not hospitalized because of the malfunction, patient was in shoulder surgery when the tubes kinked. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation in used conditions, without its original packaging. Functional test: the sample was tested using a syringe with colored water to detect any leak. Results: during the test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter?s air vent. By the date that this investigation report is documented through CAPA-000542, update IFU (B)(4) to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for cadd disposable compliance project that was release on (B)(6) 2019 expected due date of this implementation is (B)(6) 2022. The action was implemented after the manufacturing date lot reported. Awareness notification was made to production personnel for the leak failure mode on (B)(6) 2021. The cause of the reported problem was traced to the user manipulation of the device.

Manufacturer narrative:
Occupation: product manager.

Event description:
Information was received indicating that a smiths medical cadd extension set was being used with a cadd legacy pca pump and a cassette to administer a blinatumomab infusion. Approximately after 1-2 days in use, the filter started to leak from the air outlet point. The site had used the same extension set for the same infusions for quite some time. There was interruption in therapy, leakage of cytostatic fluid and the patient needed to urgently drive to the hospital. There was no reported adverse event.